Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced ectasia on both eyes (ou) at a 4 year post op exam. A brief description from the account indicated the patient was seen for an enhancement evaluation and upon examination, ectasia was detected. The patient¿s comment was of disappointment due to not able to proceed with an enhancement as he is hoping to become a firefighter and would like to have good uncorrected visual acuity (ucva). The patient¿s chief complaint was blurry vision. The date of discovery of ectasia was on (B)(6) 2017 and the initial lasik treatment was on (B)(6) 2013. Best corrected visual acuity (bcva) from (B)(6) 2013: right eye pre-op 20/20 -6.75 x -.25 x 150; left eye pre-op 20/20 -6.25 x .00 x 90. Bcva from (B)(6) 2017: right eye post-op 20/20 -1.25 x -2.50 x 63; left eye post-op 20/20 2.25 x -3.75 x 94.